Event description:
It was reported that during the lap anterior resection, after firing the device the donuts were not formed.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Only event year known: 2022. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? Was the cut line fully circumferential around the target tissue? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. D4: batch # 742a52. Additional information was requested, and the following was received: did the device cut? Ans: yes. Was the cut line fully circumferential around the target tissue? Ans: yes. Could you please clarify if there were any patient consequences? Ans: there is gapping with 50% dehiscence at the posterior stapler line. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: yes, longer observation for the patient and CT scan to ensure no leakage. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 742a52a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/09/2023 additional information was requested, and the following was received: 1. What were the indications for surgery? Ans: no response from hcp. 2. What surgical procedure was performed? Ans: lap anterior resection. 3. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 4. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 5. What healthcare professional fired the device and what is his/her experience with the device? Ans: no response from hcp. 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: high-b. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 8. Was the device difficult to close? Ans: no. 9. Was the device difficult to fire? Ans: no. 10. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: one and half turn. 11. Did the healthcare professional receive audible & tactile feedback when firing the device? Ans: yes. 12. Were the donuts inspected? If so, please describe. Ans: yes. 13. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. 14. Were there any issues noted with staple formation at any point throughout the care of the patient? Ans: no response from hcp. 15. It was reported that the cut line was fully circumferential around the target tissue and approximately 50% was open. Were there staples missing from the staple line (fully cut and partially stapled)? Or, were all staples deployed but 50% were malformed? Ans: the staplers were present but they were not in the b shape. Donuts were completed in both times. 16. What is the current status of the patient? Ans: patient is discharged. Additional note received from hcp: followed the manual steps (instructions) , the patient didn¿t go through any chemotherapy or radiation before the surgery. H11: corrected data = investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 742a52a, and no non-conformances were identified.